Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle was disengages from the jaws of the device. The device fragment fell into the patient. One device fragment left in the patient. The doctor retrieved the other one from patient. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used.